Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was eating up batteriesat a high rate, it would shut down and they would have to restart everything.the customer stated they had to put a battery in every three to five hours.troubleshooting was not performed as the call was disconnected. The customer¿sblood glucose level was unknown. The device will not be returned for analysis.